Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 67 occurrences of containing foreign matter, four instances of molding defects, 241 cases of missing label information, and 82 occurrences of containing air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x23, damaged tube x4, defective marking x241, dirty shield x7, dirty tube x37, gel air bubbles x82.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, damaged tube, defective marking, dirty shield, dirty tube and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, damaged tube, defective marking, dirty shield, dirty tube and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 67 occurrences of containing foreign matter, four instances of molding defects, 241 cases of missing label information, and 82 occurrences of containing air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x23. Damaged tube x4. Defective marking x241. Dirty shield x7. Dirty tube x37. Gel airbubbles x82.